Manufacturer narrative:
Motor error alarmed during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. Motor was test outside of the device and passed. No damage found on motor. Unit received with cracked at corner display window, scratched on display window and cracked at reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 141 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.